Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did tissue pads fall into patient? Yes and it was retrieved. Were both tissue pads retrieved? Yes. Are both detached tissue pads being returned for analysis? Yes- the theatre sister informed me that they were in the packaging that she gave to me or were tissue pads discarded? No they were returned.

Event description:
It was reported that during an adrenalectomy procedure, it is claimed by the surgeon that during the case the ceramic part of the jaw of the harmonic came off and he had to retrieve it. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.